Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors randomly failed. A field service engineer powered the station down, unlocked the tower, removed the latch column, and disconnected all harness connections. All micro switch contacts were cleaned, and all harness connections were tightened. The harnesses were reconnected to the micro switches, the latch column was reinserted, and the cabinet was locked. The station was powered up, the customer logged in and inventoried the tower door compartments to confirm proper function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were failed randomly. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, no delay was reported. There were no adverse events or injuries reported based on this incident.